Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and additional event information. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed three separations in the reservoir bladder. Testing revealed these to all be sites of leakage. No functional abnormalities are noted with the pump or either cylinder. The information received indicated that no issues were noted with the pump at explant. However, there is no indication if the separations noted in the reservoir bladder were noted at explant or not. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. These components were released according to manufacturing and quality control procedures. Material degradation may have occurred and progressed enough to cause mechanical failure to take place on reservoir bladder. The reservoir bladder appeared flattened at these separation sites, indicating the reservoir may not have been fully inflate for a period of time. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information indicated the device was implanted in 2010.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was stating that they were having issues working the pump. The device was explanted and replaced with another inflatable device. The physician was unable to confirm that there was any issue with the pump.